Event description:
It was reported that a malfunction alarm occurred. The customer reverted to inhaled insulin for an alternate method of insulin therapy. Customer¿s blood glucose level was 182 mg/dl.